Manufacturer narrative:
(B)(4). The awareness date of this report is (B)(4) 2012. Clarification was received from teleflex (B)(4) on (B)(4) 2012 that the pump was exchanged off of the pt. F/u report will be filed if add'l info becomes available.

Event description:
It was reported via an eqr report received on (B)(6) 2012 by the complaint management department: pump was on pt. Helium loss every 10 minutes. The ward chief decided to exchange the intra-aortic balloon pump (iabp) parts replaced: 77-3200-001w pump assembly, s/n (B)(4). Add'l info received on (B)(6) 2012 by teleflex (B)(4) confirmed that the pump was exchange off the pt. The pt received iabp therapy with the second pump successfully.